Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing and failed battery test occurred. Customer also reported error codes and insulin pump did not give alerts when lines were kinked which lead to diabetic ketoacidosis. It was also reported that the patient had diabetic ketoacidosis several times.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.